Manufacturer narrative:
U.s. Reporting agent notified on : (B)(6) 2015. Manufacturing site eval: samples received: 22 unopened racepacks. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Needle attachment testing was completed on the samples received and the results do not fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill requirements. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint:(B)(6). Needle detached from thread. Sutures are in poor condition.